Event description:
The user facility reported that water was leaking from their 16¿ century sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the valve stem packing required tightening and the sight glass required replacement. The technician repaired the unit and confirmed it to be operational; no further issues have been reported.